Event description:
It was reported that, the device was interrogated and found in back up vvi mode. Technical support was contacted, and the device was reprogrammed to resolve this event. The patient was stable.